Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer father reported via phone call that the insulin pump had no delivery alarm. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer states the tubing was not bent or kinked. Customer states they had tried all remedies. The device will be return for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test and occlusion test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing.